Manufacturer narrative:
" The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."

Event description:
It was reported that the ilet pump¿s touchscreen became unresponsive at the top left and top center of the display, while the rest of the device functioned and blood glucose was not affected. Symptoms included no clinical effects. Outcomes included no impact on health and continued pump functionality. Investigation included guided troubleshooting and a software update with device restart and inspection of the returned device. Investigation of this device revealed a persistent touchscreen malfunction consistent with a display input failure that did not resolve after software remediation. It was concluded, based on previously established findings for similar reports, that the cause was a hardware-related touchscreen defect.